Manufacturer narrative:
Upon follow up it was reported the patient was treated with unknown antibiotics for the peritonitis event which were discontinued 24 days after event onset. The same day the patient was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
The patient was born on an unspecified date in 2005. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as changed caregiver. The same day as event onset, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. Dianeal therapy was ongoing. At the time of this report, the patient outcome was not reported. It was not reported if the caregiver was retrained on the proper aseptic technique. No additional information is available as the reporter decline to provide any further information.